Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The actual longevity was less than (B)(4) longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being returned with no information. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced due to elective replacement indicator (eri), there were no performance issues/malfunctions.